Event description:
Reporter of product complaint: patient. Summery of product complaint: auto injector for glatiramer is harder to use than the one for copaxone. Date of occurrence: (B)(6) 2020. Was the product taken/ administered? Unknown. Can manufacturer call patient for follow up? Unknown. Can manufacturer arrange for product pick up? Yes. Patient reached out to md trying to switch back to brand. Reported to (B)(6) by pt/ caregiver.